Manufacturer narrative:
Concomitant medical products: etcf3636c49e stent graft, implanted: (B)(6) 2019; etbf3616c166e stent graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the right atrial (ra) lead exhibited an atrial lead position check failure. It was noted that the patient experienced dizziness. The ra lead remains in use. No further patient complications have been reported as a result of this event.